Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned - reported defect not reproduced. No defect found most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user) note 1: manufacturer contacted customer in a follow-up call on 18-feb-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing nausea but that it was not related to diabetes, and due to an issue with her ear. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 24-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for e-2 error. At the time of the call the customer reported feeling nauseous; medical attention was not needed at the time. Customer stated that she had contacted the doctor due to high blood glucose results obtained using the true metrix air meter. Customer was not concerned with the high blood glucose test results as she stated she is on steroids, customer was only concerned with the e-2 error. The product is stored according to specification; customer stated she had obtained the true metrix air meter the day before (customer confirmed she had contacted the doctor after she got the meter). The test strip lot manufacturer¿s expiration date is 07/28/2023 and open vial date is (B)(6) 2022. During the call, a back to back blood test was performed by the customer and produced e-2 error twice using true metrix air meter.